Event description:
The pt is currently enrolled in the (B)(4) registry in (B)(6). In-stent stenosis of the study stent in the left popliteal was observed during a f/u visit. The stent has been implanted for approx one year. The pt has no symptoms. There is no intervention planned at this time. Per the study protocol, a serious adverse event form was completed. The serious adverse event form indicated that the in-stent stenosis is not related to the study device or procedure. The cause of the restenosis is unk and is likely caused by the pt's disease progression.

Manufacturer narrative:
Due to an administrative error, this event was not reported within the required time frame. Idev is in the process of obtaining add'l info regarding this event. The device lot number, manufacture date and exp date are unk. A supplemental report will be provided when the add'l info is received. The cause of the event is unk. No indication of a device malfunction. The cause is likely the pt's disease progression.